Event description:
It was reported that the patient coded while connected to the ventilator at home. The parents were called to the patients room by the nurse because patient was not doing well. When they arrived in the room the patient was blue and unresponsive on the ventilator. The father disconnected the patient from the ventilator and instituted CPR. 911 was called and patient was transported to the hospital. Once patient arrived at the emergency room the patient remained on the ventilator. The staff did not have issues with the ventilator once in the hospital. The patient was monitored for 24 hours and released back to home with no issues. Two home health nurses were present at the time of the incident and both agreed that the ventilator did not alarm apnea and that there was an issue or problem with the patient being ventilated.

Manufacturer narrative:
Na